Manufacturer narrative:
According to the complainant the device will not be returned for investigation. No lot release records were reviewed. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Locked down smartphone: phone_control_ios omnipod software app version: 2.0.4. Operating system: 18.6. Hardware: iphone14.5. Cgm sensor type: g7. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka) on b)(6) 2025. It was reported that the patient recently upgraded her phone to an iphone 17 which is currently not compatible with the omnipod 5 system. According to the reporter, the patient was released after a few hours. Multiple attempts were made to gain more information but there was no further information provided regarding the symptoms experienced and treatment that was provided.